Manufacturer narrative:
Technical service sent the sds of the reagent solution to the customer. According to the package insert in195150c v. 3.0: precautions: 20. The reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported getting reagent solution in their nose with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. No additional information, including patient treatment and outcome was provided.